Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg in approximately one year. Consequently, the device became inoperable. As such, the patient may consult with a surgeon as the next course of action.

Event description:
It was reported that had their ipg explanted and replaced on (B)(6) 2019.

Event description:
It was reported that therapy has been restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error